Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had blood backed up into the entire secondary set and bag and the primary set all the way to the back-check valve. The tubing had been removed from the pump, so the baxter network nurse was not able to verify how it was loaded. The estimated volume of blood lost in blood reflux was unreported, but was likely limited to the tubing. There was no report of external fluid leakage or breach in the sterile fluid path. There was patient involvement but there was no report of serious injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.